Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s pre-operative heart rate dropped and they experienced palpitations and chest discomfort. The cardiac resynchronization therapy defibrillator (crt-d), which was being replaced, was reprogrammed. The crt-d was noted to switch modes potentially due to cautery-related noise. Every time the pocket was touched, the device feature which adapts the pacing rate to changes in the patient's physical activity would be activated. The lower pacing rate was changed from sixty beats per minute to thirty. When the left ventricular lead was removed, right ventricular (rv) lead pacing was reported to have failed and an arrest occurred. No loss of consciousness was reported. The crt-d was explanted and replaced as planned. No changes were reported to have been made to the rv lead. No further patient complications have been reported as a result of this event. Additional information reported that the patient had a low intrinsic rhythm. Clarification was provided that the device reprogramming was an increase to the lower rate. Right ventricular-only pacing did not fail but was simply insufficient for the patient. The cause of the reported event was attributed to human error rather than a device or lead failure.

Manufacturer narrative:
Concomitant medical products: medtronic lead, implant date: unknown; st jude lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s pre-operative heart rate dropped and they experienced palpitations and chest discomfort. The cardiac resynchronization therapy defibrillator (crt-d), which was being replaced, was reprogrammed. The crt-d was noted to switch modes potentially due to cautery-related noise. Every time the pocket was touched, the device feature which adapts the pacing rate to changes in the patient's physical activity would be activated. The lower pacing rate was changed from sixty beats per minute to thirty. When the left ventricular lead was removed, right ventricular (rv) lead pacing was reported to have failed and an arrest occurred. No loss of consciousness was reported. The crt-d was explanted and replaced as planned. No changes were reported to have been made to the rv lead. No further patient complications have been reported as a result of this event.